Event description:
It was reported that the patient's device experienced a power-on-reset due to a device circuit error. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there was a power on reset, 1 - por for critical ram parity error, addr=146a data=30 on (B)(4) 2012 03:14:32 and 1 - patient alert for device circuit error on (B)(4) 2012 03:14:32.